Event description:
It was reported that on (B)(6) 2024 at approximately 8 pm, the patient tripped and fell at home. He got up with assistance and went to bed. On (B)(6) 2024, the patient rolled on his right side at 8.30 am when getting out of bed when he felt a "shock". The patient went to his physician and was sent to the emergency room for evaluation. Review of an EKG monitor at the emergency room showed pacer spikes but no capture. Interrogation of the device found no capture at maximum output and no sensing on the right atrial (ra) and right ventricular (rv) leads. The patient's underlying rhythm was bradycardia at 52 to 58 bpm. Episodes for the date of the fall were analyzed and the patient was found to have appropriately and successfully received defibrillation returning to sinus rhythm. No more episodes were observed after the 8.30 am episodes. The device was programmed off. The ra and right rv leads were explanted and replaced. The patient was stable.